Event description:
Complainant alleged that while attempting to monitor a female patient, the clinician touched the screen to input information for 12 lead and the device inappropriately activated the charge function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.